Manufacturer narrative:
Medtronic received the following information from a journal article entitled; ¿technical and clinical outcomes of 13 years of endovascular repair of infrarenal, atherosclerotic, penetrating aortic ulcers¿.  Hatzl j, fiering j, barb a, korfer d, bornhak l, peters a s, uhl c, bockler d ann vasc surg 2025; 114: 1¿12  https://doi.org/10.1016/j.avsg.2025.01.032. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding ¿technical and clinical outcomes of 13 years of endovascular repair of infrarenal, atherosclerotic, penetrating aortic ulcers.¿ the time frame of this study was over a thirteen-year period. 47 patients were included in the study. Endurant ii , valiant and non mdt stent grafts were implanted in the patient population. The aim of the study was to report the technical and clinical outcomes of endovascular repair of all infrarenal, penetrating aortic ulcers (paus) that were treated at a single institution over a 13-year period. The following adverse events occurred:  thrombosis, stenosis, arrythmia, ischemia, pneumonia, rupture, occlusion, intervention.  No further information was provided pertaining to medtronic products